Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered two shocks to the patient to treat vt. Upon device interrogation, a shorted shocking lead warning was displayed on the programmer. No device replacement procedure was scheduled and the patient was sent home. Guidant received additional information that the device was explanted and replaced at a later date.